Event description:
Related to MFR report # 2183959-2011-00730. A sparc sling was implanted. It was reported that the pt experienced pain and suffering, has sustained permanent injury and will likely require revision procedures in the future.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.